Event description:
Additional information received indicated diagnostic imaging was performed and confirmed right ventricular (rv) lead dislodgement. The event was resolved by explanting and replacing the rv lead. No insulation damage was observed on the rv lead.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and a loss of capture was observed on the right ventricular (rv) lead. The physician alleged a dislodgement or insulation damage, although it was not confirmed. Rv lead revision is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.